Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the s1 screws loosened. The patient is scheduled to undergo a revision surgery. Per the surgeon the cause of the loosening could be related to the patient's osteoporosis and activity.